Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer's blood glucose value was 798 mg/dl. Customer reported that his hospital care practitioner has been having extreme difficulty controlling his blood glucose, adjusting device settings, customer was using roughly 300u of insulin per day as of now. Customer was still working with hospital care practitioner to adjust device settings or to control his blood glucose. Customer¿s hospital care practitioner cannot seem to control his blood glucose through insulin pump therapy. Customer was treated with intravenous drip. Customer was able to pair his meter to his insulin pump but the customer cannot connect the transmitter. The insulin pump and other devices will not be returned for analysis.

Event description:
It was reported that helpline was able to pair the transmitter to the insulin pump.

Manufacturer narrative:
The information related to event was missing in initial report and had been provided with this report. (B)(4).